Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was discovered that the new lp failed to be interrogated via conductive telemetry. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was discharged without noted complications.